Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed on a patient under general anesthesia. A watchman fxd curve access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported the was sheath was could not be advanced all the way up the inferior vena cava (ivc). The physician reported there was resistance when advancing and the was sheath kinked/bent. The physician believed the was sheath could not be advanced and kinked due to the patient having an existing endovascular aortic repair (evar) with endo stent graft combined with long pins and hardware in the spine. The physician did not feel safe to continue to try to advance the was sheath past all the hardware and preferred to cancel the procedure. The was sheath was removed and discarded by staff. The patient was discharged home the same day without complications.